Manufacturer narrative:
UDI (B)(4) . Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), a vessel angio after axela sheath removal showed a narrowing/stenosis near the puncture site. The vessel was ballooned with an abbott vascular armada. The femoral angio afterwards was good, with only a little remaining stenosis. The patient was in good condition post procedure. Initially, the 26mm sapien 3 ultra valve was crimped according to IFU instructions. The puncture and insertion of the axela sheath was done at a shallow angle on the left side. Two proglides were used. Easy insertion of the 14f axela sheath over a confida wire through the femoral artery until the hub of the sheath was at skin level. Then difficulties were encountered while inserting the ultra delivery system through the sheath. Tracking over the arch was done without problems, positioning was easy with releasing of compression forces. Implantation was without problems with a good result (80:20). During retrieval of the ultra delivery system, moderate resistance was encountered. The retrieval of the axela sheath without a dilator was easy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site, therefore it was not possible to determine if any defects or damages may have contributed to the complaint. The 3mensio report showed the access vasculature to have slight tortuosity and significant calcification. Cine was also provided; this imagery did not provide any additional information relevant to the complaint, as there was no imagery of device use during the procedure, only of the patient anatomy. The work orders related to the manufacturing of the device, as well as components that could potentially contribute to the complaint were reviewed and did not reveal any issues that may have contributed to the reported event. During manufacturing, the device and its components were inspected/tested a number of times. These inspections indicate that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. Review of lot history for the related work order revealed additional complaints for resistance which are pending engineering evaluation. A review of complaint history from may 2018 to april 2019 for the edwards axela sheath revealed other similar returned complaints for resistance, but no manufacturing non-conformances or IFU/training deficiencies were identified. Available information suggests that patient and procedural factors may have contributed to the complaint. IFU, sapien 3 ultra system IFU, edwards sapien 3 ultra device preparation manual and edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. No IFU/training deficiencies were identified. The report of the resistance with the delivery system was unable to be confirmed as the device was not returned and no procedural imagery showing the device use was provided. A review of manufacturing mitigation's supports that the device has proper inspections in place in order to detect issues related to the complaint events. Per training materials, delivery system push force through the sheath can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Of note, the provided vessel imagery shows tortuosity and significant calcification of the access vasculature. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards infectiveness, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapin valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, although a root cause cannot be determined, it is possible that the patient¿s significant calcification may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.